Event description:
Prior to implant, with device in unopened package, it was reported there was no telemetry and the charge test was not completed. The device was at eri. It was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis; the device condition was identified prior to any patient involvement. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Evaluation summary pkd612555s transistor - shorting, low resistance. Preliminary analysis found the device developed a low impedance path on the hybrid, causing the rapid depletion of the battery and loss of telemetry. Further analysis determined the current drain was due to a short within the transformer. All other hybrid circuits functioned normally.